Manufacturer narrative:
The device has not been returned; therefore, an evaluation is not possible at this time. There has not been a revision surgery scheduled at this time.

Event description:
Post operatively, it was noticed in x-rays that the locking mechanism for the plate has popped off. There has not been any revision surgery scheduled at this time. Screws have not backed out.